Event description:
It was reported that the foley catheter had slipped right out of the patient following placement. Per their internal product failure form, the balloon was actively spraying saline or leaking, causing it to slide out. Staff blew it up again to see if it was leaking, and confirmed the leakage.

Manufacturer narrative:
The reported event was inconclusive due to the conditions of the sample received. Visual evaluation noted received one photo sample showing inflated balloon filled with solution. Based on photo sample received it is unknown if the product meets specifications according to inspection procedure. Although an exact root cause could not be determined a potential root cause could be poor balloon design and inadequate material selection. The product was used for patient diagnostic or treatment. It is unknown if the product was influenced by the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. Labelling review is not required as no product catalog number was reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had slipped right out of patient following placement. Per their internal product failure form, the balloon was actively spraying saline or leaking, causing it to slide out. Staff blew it up again to see if it was leaking, and it was.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.